Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use states that slow flow is an adverse event that may occur and/or require intervention. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Event date is approximated. (B)(4).

Event description:
Tsuda et al - a literature article was published in 2019 and indicated the following: rotational atherectomy was administered to a severely stenosed mid left anterior descending (lad) artery, and intravascular ultrasound (ivus) revealed 360-degree calcification was still present. Orbital atherectomy treatments were then administered for two treatment passes on low speed and two treatment passes on high speed. Slow flow was observed in the lad, and 120 mg of nitroprusside was administered. Ivus was performed again and showed reduced calcium with an increased luminal area. Balloon angioplasty was performed to dilate the lesion and the final angiography revealed timi-3 flow.